Event description:
It was reported that the patient presented in physician's office with recurring incontinence and an artificial urinary sphincter (aus) that was not working. After office consultation, a surgery was scheduled. During surgery, it was found a hole in the cuff. All components were removed and replaced with a new aus. The patient fully recovered.